Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain and degenerative disc disease. It was reported that the patient developed a superficial surgical site infection. The patient went to the ER for purulent drainage from midline low back incision. The patient experienced chills/night sweats the previous evening, along with fatigue and nausea. The patient asked their wife to ¿help adjust wires¿. Upon examination the midline low back incision was slightly tender without extending erythema, small amount of expressible purulence, mildly tender to palpitation, temp 99f, no evidence of cellulitis or abscess. It was also stated that the left low back horizontal incision was non-tender to palpitation, without extending erythema, no induration or flatulence. Chest x-ray showed unchanged enlargement of cardiac silhouette, and no radiographic evidence of pneumonia. Ultrasound showed no fluid under midline incision or around ins. On (B)(6) 2017 the patient was admitted for observation/evaluation by infectious disease department. During hospitalization, labs and observed symptoms did not support sepsis, systemic infection or infection of hardware/pocket. Laboratory testing was negative for influenza a or b, procalcitonin: "bacterial etiology unlikely", cbc normal. Metabolic showed high glucose, bun, creatinine, anion gap, and low gfr estimate. IV vancomycin was administered and transitioned to oral keflex upon discharge. On (B)(6) 2017 the patient¿s wound culture showed (B)(6). There was a trace amount of serosanguinous, slightly cloudy discharge from midline wound, but not ¿frank pus¿, wound non-tender, no erythema, afebrile, wound superficial and healing the patient¿s ER visit on (B)(6) 2017 suspected worsening wound discharge, but evaluation was ok. Laboratory testing showed wbc/difference was normal, and wound culture taken showed ¿few¿ (B)(6). It was further stated that no growth for bacteria or yeast, last resulted. The patient was to follow up with the pain clinic in 2 days, if not worsening. The patient has not followed up with pain clinic since, but has had outside visits with no reports of worsening infection related to the device. Previous lab results were not concerning, wound appeared to be healing, no further evidence for infection. The outcome was reported as resolved without sequelae on (B)(6) 2017. Etiology was reported as not related to the device or therapy, but related to the implant procedure. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. (B)(4) no longer pertains to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative. It was reported that the enlargement of the cardiac silhouette was not related to the device. No further complications were reported/anticipated.